Manufacturer narrative:
Following recommendation, device was explanted and returned for analysis.

Event description:
During a routine follow-up performed on (B)(6) 2016, the physician observed no telemetry and no magnet response for the subject ICD. The rf parameter was set to "off". Preliminary analysis results confirmed an inductive telemetry blockage. Recommendations to evaluate device replacement have been sent on (B)(6) 2016.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed the reported behaviour and the root cause is a blockage of the inductive telemetry due to some interferences.

Event description:
During a routine follow-up performed on (B)(6) 2016, the physician observed no telemetry and no magnet response for the subject ICD. The rf parameter was set to "off". Preliminary analysis results confirmed an inductive telemetry blockage. Recommendations to evaluate device replacement have been sent on (B)(6) 2016.

Event description:
During a routine follow-up performed on (B)(6) 2016, the physician observed no telemetry and no magnet response for the subject ICD. The rf parameter was set to "off". Preliminary analysis results confirmed an inductive telemetry blockage. Recommendations to evaluate device replacement have been sent on (B)(6) 2016.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During a routine follow-up performed on (B)(6) 2016, the physician observed no telemetry and no magnet response for the subject ICD. The rf parameter was set to "off." Preliminary analysis results confirmed an inductive telemetry blockage. Recommendations to evaluate device replacement have been sent on (B)(6) 2016.